Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging coughing, nasal irritation, sore throat. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging coughing, nasal irritation, sore throat related to a CPAP device's sound abatement foam. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer product investigation laboratory for further evaluation. The external and internal aspect of the device was evaluated and the manufacturer observed dust/dirt contamination throughout the device enclosure and airpath; and dark yellow contamination found on the bottom of the device; suggesting a source external to the device. Evidence of water ingress was observed in the bottom of the blower box and on the bottom of the blower. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation, but a small amount of water ingress and dust contamination were observed and are consistent with being from an external source. Section d8, d9, h2, h3 has been updated. Section h6 medical device problem code, type of investigation, investigation findings, investigation conclusions has been updated.